Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient name was incorrect. A technical support specialist (tss) called the user and explained that if the patient¿s name was updated under the same visit ID, it would reflect correctly; otherwise, the incorrect visit needed to be discharged manually, and the correct information sent under the appropriate mrn and visit. Later, the tss confirmed that the issue originated from the customer¿s end. The cerner team and pyxis team resolved the issue. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient name incorrect. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.